Event description:
The customer reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to remove the case from the pump, inspect and clean the pneumatic tap area, and check the cartridge o-ring. Following these steps, the customer successfully reloaded the cartridge and resumed insulin therapy.